Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that 24 hours after an atrial fibrillation pulsed field ablation (pfa) procedure with a with varipulse catheter, the patient experienced a stroke after admission to the emergency room (ER) where stroke was confirmed with magnetic resonance imaging (MRI). The procedure was perfumed on (B)(6) 2025. The patient was fine after the procedure and was discharged. The patient returned to the ER 24 hours later with signs of a stroke. An MRI was done and there was some damage shown; there was something on the MRI that pointed to a stroke, but the patient showed no signs of any lasting physical effect. They believe the injury was more of a transient ischemic attack (tia). No specific information was provided about what type of injury occurred, and it was unknown if any medical intervention was provided to the patient. No further details were provided, and the physician would not disclose any more information regarding the patient or the event. The patient seemed to be fully recovered, and it was unclear if the patient had a tia or a full stroke. The patient¿s activated clotting times (act) were all above 350, and it was unclear what could have caused this event. The physician believes the catheter was the cause of the injury. The products used for the procedure were a varipulse catheter, a decanav catheter, a reprocessed sterilmed soundstar catheter, trupulse generator, carto 3 system, and vizigo sheath. None of the bwi products used were available for return. It was unknown what had caused the injury, and everything in their case log was correct. Additional information was received indicating symptomatic neurological issues were observed. No char or clotting was evident during the procedure. The results from MRI were unclear but were explained to be abnormal. No intervention was provided during the procedure; patient showed no signs or symptoms at discharge on (B)(6) 2025. The outcome of the adverse event was that the patient improved with no lasting deficits. The act prior to left sided transeptal was 291, and the act before and during procedure was 391 and 420. Sheaths were not exchanged once vizigo was inserted. Varipulse catheter was inserted and used to map, and no exchange occurred. One transeptal site was performed during the procedure. The number of performed ablations was 40, with 20 applications in the pulmonary veins using pf energy. No applications were performed outside of the pulmonary veins. The correct catheter settings were selected on monitor and pump. No issues with flow rate change at the start of ablation. No evidence of excessive bubbles on ultrasound catheter or excessive impedance values. This was a new procedure for paf. Pre-ablation thrombus was performed with intracardiac echocardiography (ice), and no evidence of thrombus was found. No known physical abnormalities were observed on patient. Stacking did not occur during ablation procedure, and the catheter was repositioned after each ablation. The irrigation rate used during this procedure was 4ml/min.

Manufacturer narrative:
On 8-oct-2025, additional information was received indicating the physician would not specify why he believes the catheter was the cause of the injury. He did not provide any evidence to the team, he simply said he knows it was the catheter and proceeded to stop using carto 3 system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-sep-2025, additional product investigations details were provided indicating an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).